Event description:
Number 1005059. Pt has not responded to the letter of request and it has been over 60 days since co opened the complaint. Co has concluded that pt has had plenty of time to respond and has not. Co cannot continue the investigation without further data.